Manufacturer narrative:
Manufacturer's investigation conclusion: no adverse events were reported in association with the use of heartmate 3 left ventricular assist system, serial number (B)(6). The patient called an institution specific ventricular assist device (vad) line and sent in images of their driveline exit site/drainage from the driveline exit site. The patient was admitted on (B)(6) 2021 for further assessment and cultures were obtained. No growth was identified in the cultures as of (B)(6) 2021 and the patient was started on a two-week regimen of clindamycin. The account later communicated that patient was not found to have an infection and the mentioned driveline exit site drainage has since stopped. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. Although no adverse events were reported, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no adverse events were reported, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called an institution-specific ventricle assist device (vad) and sent images of the driveline exit site and drainage from the site. Patient was admitted on (B)(6) 2021 for further assessment. The site was cultured but had no growth as of (B)(6) 2021 and the patient was started on a 2-week course of clindamycin. It was communicated that the patient did not have an infection on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called an institution-specific ventricle assist device (vad) and sent images of the driveline exit site and drainage from the site. Patient was admitted on (B)(6) 2021 for further assessment. The site was cultured but has no growth as of (B)(6) 2021 and the patient has been started on a 2-week course of clindamycin.